Event description:
It was reported that the ventilator generated an alarm indicating a low pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided, the customer contacted a third-party company for repair, hence there was no on-site visit by our field service engineer. No further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The root cause to the reported issue has not been determined. H3 other text: 4112.